Manufacturer narrative:
The fsr replaced the power supply two (ps2). The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the ps2 to fail testing three times. The output voltage was reading 0.00 volts direct current (vdc) while the specification is 23.3 vdc - 25.7 vdc. The ps2 fault cable assembly was also returned and was connected to a lab use only hlm to power the power supply. The cable functioned as expected.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the heart lung machine (hlm) displayed a 'battery cannot be charged - full backup may not be available' message. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on 16-feb-2021 both power supplies are good. At power up on (B)(6) 2021, the power manager reports a supply voltage failure for power supply 2 (ps2). The power supply remained in a failed state until the complaint date of (B)(6) 2021. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.